Manufacturer narrative:
Product investigation summary: one (1) screwdriver (part 314.050) was received for investigation. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected. No non-conformance reports were marked in the DHR during production. It was not possible to measure the position of the involved section due to the damage. According to the type of damage, it is likely that the screwdriver broke during tightening. Based on the provided information alone, it is not possible to determine the exact cause for this occurrence; however, it is likely that an overloading situation during insertion might have taken place or wear and tear over the years led to this damage. To prevent such problems, it is necessary for worn or damaged instruments to be replaced. No product fault could be detected. An event date of (B)(6) 2016 was added to the medwatch in error. The actual date of device breakage is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - 314.050 ¿ 3435121. Manufacturing site: (B)(4). Manufacturing date: 05.may.2010. Expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screwdriver tip broke and was not able to be used when attempting to extract screws during an unknown procedure. There was reportedly no delay or adverse event to patient. This is report 1 of 1 for (B)(4).